Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose (bg) level greater than 1000 mg/dl and vomiting, cause was unknown. A manual injection was administered to address bg level. Additional information was not provided. The customer declined further follow up from tandem technical support.